Event description:
In 2007, the lay user/patient contacted lifescan, alleging that he was seeing the memory, when he was attempting to test his blood glucose on his one touch ultra meter. At the time of concern, the patient was feeling disoriented, tired, and weak. The patient claimed that he attempted to test on his meter before, during, and after his symptoms, but was not able to get the meter to work. The patient indicated that because the meter was "not working", he went to his doctor about 1 month ago at 9am. He reported blood glucose results were "200 and 240 mg/dl" on an unknown device and that his doctor increased his oral medications and placed him on a diet. It is unknown, if the patient was able to test on the meter before, how often the patient tests on his meter, what diabetes medications he takes, if he continued taking his medications as prescribed, and when his symptoms started. The customer care advocate (cca) discovered that the incorrect testing technique was being used. The reported issue was resolved with training. There is no indication that the product malfunctioned. Based on the provided information, this complaint is being reported because the patient alleged he was unable to test his blood glucose for an unspecified, developed symptoms at the time of concern. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.